Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct event description should be- the manufacturer received information regarding a dreamstation st25. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The third party service center visually inspected the device. During evaluation, corrosion was found on the power connector. In addition, corrosion on metallic surfaces was observed on the device. This incident has been deemed reportable due to the corrosion found on the power connector. The device was scrapped. Section h: remedial action init (rfb) and recall (z) number (rfb) has been corrected/ updated in this report.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation st25 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. The service center found the power connector of the unit is corroded. Although, the service center found no evidence of foam degradation during evaluation.